Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown) during transport, the device inappropriately shut down. Complainant indicated that the clinician was able to power the device back on to continue pacing the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device logs were cleared prior to zoll receiving the device and were not available for evaluation. The associated ECG cable was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.